Event description:
It was reported that the patient's blood glucose level rose to 24.9 mmol/l (449 mg/dl) while wearing the pod between 49 and 71 hours. Upon removal of the pod, the patient¿s legal guardian reported significant redness at the infusion site with two insertion marks observed instead of one, raising concern that the cannula may not have been properly inserted; indicating a possible needle mechanism failure. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.